Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 420 mg/dl. The customer reported blood glucose levels are so high and been giving insulin and the insulin pump has been alarming no delivery. The customer had no symptoms. The customer treated the high blood glucose level with a manual injection. The customer did troubleshoot the issue and found the insulin pump is working as designed. The insulin pump will not be returned for analysis.